Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. Both sensors passed with accurate readings. No adhesive anomaly could not be confirmed due to the sensor being returned opened and used. The insertion test could not be performed as no needle was returned.

Event description:
Customer reported that a sensor came out and that the blood glucose reading was high. She stated that the night before her blood glucose reading was 508 mg/dl. The next morning, the blood glucose reading was 181 mg/dl. Customer treated the high blood glucose using the insulin pump. Customer stated that the tape did not seem sticky and that she does not perspire heavily. Nothing further was reported.